Event description:
Device analysis confirmed that the returned electrode had an adhesive failure and the hub was separated from the shaft. In addition the epoxy was discolored. The color of newly cured epoxy is amber, light brown. If the epoxy is subjected to too many autoclave cycles it becomes brittle and discolored.